Manufacturer narrative:
Complaint no: (B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection confirmed the reported issue of inadequate iodine; revealing a dry sponge. The cause was determined to be a manufacturing issue. The cause was related to a defective seal of the foil generated by interruptions during sealing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap was dry and without iodine. There was no patient injury or medical intervention reported. No additional information is available.